Manufacturer narrative:
The device has been received for analysis; however, an analysis has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a resolution clip device was used during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2009. According to the complainant, during the procedure, the physician positioned the resolution clip within the stomach to treat a bleed. The clip grasped tissue and was deployed. However, as the clip was deployed, the teeth that line the edge of the clip jaws completely detached from the clip. The clip was released from the tissue and both the clip and the clip teeth fell into the stomach. The physician removed both the clip and the clip teeth from the pt. The case was completed with another resolution clip device. The estimated delay was 1-2 minutes and did not exacerbate the bleed. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the only part of the device that was returned was the 2 prongs. A root cause could not be determined since the only part of the device returned was the 2 prongs. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a esophagogastroduodenoscopy (egd) performed on (B)(6), 2009 (patients age, gender and weight are unknown). According to the complainant, during the procedure, the physician positioned the resolution clip within the stomach to treat a bleed. The clip grasped tissue and was deployed. However, as the clip was deployed, the teeth that line the edge of the clip jaws completely detached from the clip. The clip was released from the tissue and both the clip and the clip teeth fell into the stomach. The physician removed both the clip and the clip teeth from the patient. The case was completed with another resolution clip device. The estimated delay was 1-2 minutes and did not exacerbate the bleed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.